Event description:
It was reported that the patient presented in the emergency room (ER) with symptoms of arrhythmia. It was alleged that the patient's implantable cardioverter defibrillator failed to deliver high voltage therapy to convert the rhythm. No intervention was performed. The patient's status was unknown.